Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited an out-of-range (oor) shock impedance below 20 ohms. The local area field representative reported a 41 joule commanded shock was performed resulting in a shock impedance within the normal range. The physician will continue to monitor the situation. There were no other out-of-range measurements and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.